Event description:
It was reported that the patient presented in clinic with 12 episodes of high ventricular rate. Upon inspection, the episodes proved to be noise. The noise could not be reproduced with isometrics. After isometrics, lead impedance was measured at less than 200 ohms. Previous impedance measurements had consistently been above 600 ohms.